Event description:
Customer reported receiving erratic readings on their precision xtra blood glucose meter within 10 mins. Results of 356 mg/dl and 56 mg/dl were plotted on a parkes error grid. The results fell into the "c" zones showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
The customer's prod has been requested back for an investigation. A f/u report will be filed once investigation results are available.